Event description:
Problem with air-in-line detection alarm on this 6060 pump. Problem was found after patient use. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.